Event description:
The customer contact reported that during testing at the user facility, smoke was noted from the device when powered on. The device was returned to the biomedical department with a report of the device would not power on using ac or dc power. It was noted that the device began to smoke when turned on. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, when the device was connected to ac power after approximately 10 minutes when powered on the device started smoking. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.